Event description:
The customer reported that bright red blood was visualized in helium tube. The pump was turned off immediately and the tube set was clamped with metal clamp. The physician removed the balloon. They encountered difficulty removing due to blood in the membrane. The balloon was possibly ruptured. The pt developed hypo tension and oliguria.

Manufacturer narrative:
Although an eval of the product was unable to be performed, a similar sample was obtained from stock and tested in an effort to try to confirm the reported event. The product performed according to specification and the reported event could not be confirmed. A device and lot history record review and trend eval was completed for the reported product. No nonconformities were found that are considered to be related to the event. (B)(4).